Manufacturer narrative:
Results: the embolization coil was detached from the pod6 coil pusher assembly with the proximal constraint sphere intact. The proximal constraint sphere outer diameter (od) was measured and found to be within specification. Conclusions: evaluation of the returned pod6 embolization coil revealed that the proximal constraint sphere od was within specification. The pod6 pusher assembly was not returned for evaluation and, therefore, the root cause of the unintentional detachment could not be determined. All penumbra coils are visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod6 coils. During the procedure, while being retracted through another manufacturer's microcatheter, the pod6 coil unintentionally detached within the microcatheter and was removed. The procedure was completed using a new pod6 coil with the same microcatheter. There was no report of an adverse effect to the patient.